Event description:
It was reported that the patient underwent a lumbar fusion procedure at l5 to s1 using rhbmp-2/acs. The patient's post-operative period was marked by increasingly severe pain in his low back, buttocks and lower extremities, with associated numbness, weakness and tingling in his lower extremities. As a result, patient has undergone revision surgery to treat his radicular pain. Patient continues to experience severe and unrelenting pain in his low back and lower extremities, with associated radiculopathy, and has difficulty ambulating.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient was presented with following pre-op diagnosis: painful degenerative disk, l5-s1, with bilateral sciatica and weakness. Patient underwent the following procedure: anterior lumbar interbody fusion, l5-s1, using intrepid medtronic cage and bone morphogenic protein. Bilateral decompressive laminectomy, l5-s1, microtechnique. Per op-notes: ¿..trials were placed in. The intrepid 12-mm cage was then filled with bone morphogenic protein, impacted into position. It had very snug fit. Each of the screws was then rotated into position. X-ray looked good. The surgeon then closed the wound. He was then rolled into the table and put up into position. All bony prominences were carefully padded, prepped and draped in the usual fashion. An incision was made over the l5-s1 interspace and taken down to bone. Subperiosteal dissection was carried out over the l5 process, the lamina and the facet joint. S1 had some spinal bifida occulta present. The spinous process was quite absent. A final check was made, good hemostasis was achieved. The patient tolerated the surgery and suffered no complications. ¿ on (B)(6) 2008: patient presented with an MRI of the lumbar spine due to low back pain radiating into the left leg and foot. Impressions: post-op changes at l5-s1 without recurrent or new herniation. On (B)(6) 2008: patient presented with a radiology exam- venous doppler lower left extremity due to swelling. Impressions: no evidence for deep venous thrombosis. On (B)(6) 2010: patient presented with low back pain and left foot numbness. On (B)(6) 2010, (B)(6) 2011 : patient presented with complaint of neck pain, left arm numbness, low back pain and left foot numbness. Assessment: status post lumbar fusion in (B)(6) 2008. Herniated nucleus pulposus- lumbar. Lumbar radiculopathy. Lumbar spinal stenosis. Use of high-risk medications. New onset neck pain and left arm radiculopathy. On (B)(6) 2011: patient presented with back pain and leg pain. Assessment: status post lumbar fusion in (B)(6) 2008. Herniated nucleus pulposus- lumbar. Lumbar radiculopathy. Lumbar spinal stenosis. Use of high-risk medications. On (B)(6) 2011, (B)(6) 2012: patient presented with back pain and numbness in the feet. Assessment: status post lumbar fusion in (B)(6) 2008. Herniated nucleus pulposus- lumbar. Lumbar radiculopathy. Lumbar spinal stenosis. Use of high-risk medications. On (B)(6) 2012: patient presented with complaint of low back pain radiating to buttocks, hips and legs. Assessment: facet syndrome. On (B)(6) 2012: patient presented with complaint of low back pain. Decrease range of motion of the extremities was observed. Assessment: facet syndrome.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.